Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead exhibited high defibrillation impedance. No further information is available.

Event description:
Related manufacturer reference number: 2017865-2024-69797. New information indicated that the patient was brought to the cath lab on (B)(6) 2024 due to high voltage lead impedance out of range. The physician reseated the right ventricular (rv) lead into the header but stripped the set screw, and opted to remove the lead, however in doing so, the lead deteriorated. The rv lead was cut/capped and a new rv lead was implanted. There were no adverse health consequences, the patient was stable.